Event description:
It was initially reported on (B)(6) 2012 that the patient visited the healthcare provider (hcp) due to an alarming pump since (B)(6) 2012. Per reporter the pump low reservoir alarm was supposed to go off on (B)(6) 2012 and that was the date in the programmer, however the logs noted the pump low reservoir alarm occurred on (B)(6) 2012. When hcp looked back at the last time she filled patient i.e. (B)(6) 2011 and her printout, it showed the low reservoir alarm date as (B)(6) 2012. Patient had denied seeing any other hcp or changes to the pump/programming. Drugs delivered via the pump were bupivacaine, dialudid and baclofen.

Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. Product ID: 8840, serial# unknown, product type: programmer, physician. Product ID: 8527, product type: accessory. (B)(4).

Manufacturer narrative:
(B)(4).